Manufacturer narrative:
Upon reassessment of the reported event it was determined that the initial report was submitted in error. Hence the initial report needs to be voided.

Event description:
No additional information is available to report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during the procedure upon removal from the patient's wound.